Event description:
It was reported that a large volume intermate leaked from an unknown location. The reporter stated that the "fluid had completely leaked out" and there "were no issues with the packaging upon arrival." This occurred after the device was filled with 240 ml of sodium chloride (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information provided: the lot was manufactured from september 25, 2014 to september 30, 2014. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed the tubing was broken near the distal luer lock. Therefore, the reported condition was verified through evaluation. The cause was undetermined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.